Manufacturer narrative:
(B)(4). As the device was not returned and the serial number was not provided an evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an unspecified alarm on the homechoice device. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.